Manufacturer narrative:
The biclamp inserts (article number 20195-148, lot op340726) were sold in the period from april 27th, 2021 to may 3rd, 2021. A total of (B)(4) inserts with this lot number were produced. All (B)(4) inserts were manufactured and tested according to the production plan. We have not received any further complaints about this batch of inserts from other customers. Approximately (B)(4) of the 20195-148 inserts are sold each year. We assume an average of 30 applications per use. No other incident of this type has been reported to date. Such an incident (loss of the screw) is not yet known and the present error pattern is very likely to be traced back to wear and tear and improper handling (e.g. Levering). The exact cause of the damage could not be reconstructed. The bent steel fork and broken peek fork are an indication of improper handling (presumably levering with the jaw or the electrode).

Event description:
The customer reported that a patient incident occurred with an insert for a fenestrate laparoscopic biclamp. During a myomectomy uterus laparoscopic, the insert broke inside the patient. Therefore, an x-ray was perfromed intraoperatively to look for a missing screw. However, they were unable to locate the screw (note: the screw is approximately 5 mm x 2.5 mm and made of high grade steel which should be visible with an x-ray.). Since the screw was not found, it is unknown if the screw still remains in the patient's body.

Manufacturer narrative:
A total of nine (9) inserts of this type (same lot number) were purchased by the user and returned to erbe (including the insert that broke) for an evaluation. Inspection/testing of the returned parts revealed that six (6) were defective and three (3), that appeared not to be used, had no defect. A review of the device history file (dhf) for the insert lot was checked. A total of 80 inserts with this lot number were produced. All 80 inserts passed in-process and final inspection. Additionally, the complaint files were reviewed. Apart from this complaint and these findings, there were no other complaints with this failure (note: erbe distributes every year around 4,500 of these inserts worldwide with an average of 30 uses. So far this type of damage has not been seen.). The inserts will undergo further examination to determine the root cause for the breakage. Any determination as to the root cause will be provided in a follow-up report.

Event description:
The customer reported that a patient incident occurred with an insert for a fenestrate laparoscopic biclamp. During a myomectomy uterus laparoscopic, the insert broke inside the patient. Therefore, an x-ray was perfromed intraoperatively to look for a missing screw. However, they were unable to locate the screw (note: the screw is approximately 5 mm x 2.5 mm and made of high grade steel which should be visible with an x-ray.). Since the screw was not found, it is unknown if the screw still remains in the patient's body.